Manufacturer narrative:
H1: internal complaint reference: (B)(4). Additional information reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that the surgery was completed with the same device, as the regeneten was able to be re-installed, therefore, event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable per applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Event description:
It was reported that, during a shoulder arthroscopy, while removing a regeneten bioinductive implant, during the extraction of the handle from the shoulder, the implant broke. Approximately one-quarter of the implant remained inside the shoulder, while the remaining three-quarters were still attached to the applicator. The surgeon had placed approximately four to five tendon anchors. When he attempted to remove the remaining portion of the implant still attached to the applicator, it was very difficult. However, he was ultimately able to reinstall the broken portion back into the shoulder. The procedure was resumed, after a non-significant delay, using the same device. No further complications were reported. The patient is doing well.

Manufacturer narrative:
H11: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.